Event description:
The customer reported to olympus that the visera rhino-laryngovideoscope had a crack in the coating of the sheath. The issue was observed during preparation for use on a diagnostic procedure. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found that the coating fell off due to the tear of the insertion part. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The coating fell off due to the tear of the insertion part. It is likely that the coating fell off due to aging deterioration, the stress of use, or external factors and handling that led to the event. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. There is a warning as below in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor the field performance of this device.